Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing in the right ventricular (rv) channel. Additionally, it was mentioned that the patient had an abnormal morphology which looked like a delay between the rv and left ventricular (lv) signals. The patient was noted to experience symptoms with elevated heart rates. Technical services (ts) was contacted and recommended possible reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.